Manufacturer narrative:
Revision to fields f10 and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was explanted as there was ra lead fracture and the lead had exhibited high impedance out-of-range, noise and loss of capture. The patient also felt lightheaded. Furthermore, this lead will not be returned as the lead was destroyed. A new lead with different model was implanted. No additional adverse patient effecst were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted as there was ra lead fracture and the lead had exhibited high impedance out-of-range, noise and loss of capture. The patient also felt lightheaded. Furthermore, this lead will not be returned as the lead was destroyed. A new lead with different model was implanted. No additional adverse patient effects were reported.